Event description:
A covidien premium surgiclip ii auto suture was opened to the sterile field. It was noted by surgical staff that the metal shaft had discoloration and the metal appeared to be oxidized. The shaft was also abrasive to the touch. This item was isolated from the field and sent to clinical engineering. A second clipper was opened to the field and had no apparent shaft defects. The item did not reach the patient and the procedure was completed as planned. Per site reporter: the device will be returned for failure analysis.